Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. This complaint is part of the retrospective review and remediation per d00605678, comprehensive remediation plan for diabetes. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 of this report.

Event description:
It was reported that the customer was hospitalized on may 24, 2021, and their blood glucose level was 450 mg/dl at the time of admission to the hospital.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021 with blood glucose level was 414 mg/dl. Customer experienced symptoms such as vomiting. The customer current blood glucose level was more than 400 mg/dl. The customer was treated with intravenous insulin drip and insulin pump. Customer stated that they did used auto mode feature at time of high blood glucose event. The customer stated that the last week was in the hospital for diabetic ketoacidosis and this week today, customer did self-test on the pump and the pump did pass and customer did have the customer did a displacement test the pump did pass. The customer stated now blood glucose was 413 mg/dl the, customer was not going through the bolus screen all the way to give himself a bolus so the bolus's are timing out and not being delivered. The insulin pump will not be returned for analysis.